Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) coil and rv coil impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.